Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 480 mg/dl. It was stated that the mother felt that the insulin pump did not deliver the amount of insulin that was programmed in the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.